Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was defective. No further information was available from the site. The device was returned to covidien and visual inspection discovered the clear insulation was rolled up on the shaft. Initial testing found the instrument to fail hipot.